Event description:
Customer contacted saalt on instagram on (B)(6) 2022 after hours for removal tips and noted they could not remove it even with help from their husband. Saalt followed up on (B)(6) 2022 checking on the customer and offering removal tips. The customer responded that they chose to seek medical care for removal, and they used a speculum and tongs to remove the cup. Saalt responded asking for their email address to follow up with additional questions about their experience. Customer stated this was the first time using a menstrual cup. They had the cup inserted for 5 minutes before trying to remove the cup. Customer stated that suction was strong and both they and their husband could not release suction of the cup to remove it. They also stated the cup had migrated very high into the vaginal canal and retrieval was difficult. Customer stated they tried joining the saalt cup academy page for tips and watched youtube videos. Customer said the doctor stated they had a high cervix and would do better with a cup with a longer bulb. Customer provided contact information and pictures of their cup and packaging. Saalt issued a refund via amazon for the purchase of their cup. A saalt cup cannot get lost in the vaginal canal, and it is uncommon for assistance to be needed to remove the cup. We believe the instructions given are adequate to remove the cup, but the customer chose to seek medical attention. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of the cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.